Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported an intraocular lens (iol) that was exchanged due to incorrect lens strength. Additional information was requested.

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon who reported he does not blame the lens for the reported event. The lens exchange was due to preoperative axial length measurements that were inaccurate due to the patient's mature cataract.